Manufacturer narrative:
(B)(4) g2: foreign - the event occurred in canada. H6: proposed annex g code: mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the tip of the reamer split during use while following the correct surgical technique. The procedure was completed with the device, then the surgeon realized the tip was split. The product malfunctioned occurred during use. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h5; h6. The reported event is confirmed as product was returned. Visual examination of the returned product identified signs of previous use. There is galling on the shaft of the reamer near the distal end and also some wear on the collar of the reamer. The step feature of the reamer is also cracked/split. Checked the product identifiers of the print and both were conforming to the print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.